Manufacturer narrative:
Correction: b.1, b.2 & h.1. Additional information provided: b.5, d.10 & d.11. The customer¿s stated issue of ¿pump over infused¿ was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. The log review found no programming errors that would explain a report of over infusion. Log analysis shows that on (B)(6) 2019 at 5:26am drug ID 313 (magnesium sulfate) was programmed to infuse. The pump module alarmed for air-in-line 3 times after starting with the last alarm occurring at 5:45am. The alarm was then silenced multiple times and then at 5:52am the pump module was channeled off. Rate accuracy testing found the device to be within specification. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The root cause of the customer¿s report was not identified.

Event description:
It was reported that a magnesium infusion was programmed to infuse in four (4) hours but it was delivered in less than twenty (20) minutes. It was verified that the module had the correct rate on the screen. The patient started to complain about his face/body getting really hot, a bitter taste in his mouth, and nausea/dry heaving.

Manufacturer narrative:
The patient was an adult. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion of (magnesium), it was programmed to be infused for four (4) hour but it was delivered in less than twenty (20) minutes.